Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. The following information was requested, but unavailable: was the fixation feature found detached inside the package? Unknown. Procedure date and name? Unknown. Device return status/follow up noted. Evaluation ¿ photo analysis: investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of the pictures received determined that an opened sample of product code sxpp1a405 was received for evaluation. Visual inspection concludes that the strand was used, and the fixation tab was broken at two sides. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Evaluation- device analysis: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a405 was received for evaluation, the swage and attachment area was noted to be as expected. The needle was noted with marks that appear to be by use of the surgical instrument. The suture was examined along the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appear to be by use of a surgical instrument could be observed. A manufacturing record evaluation was performed for the finished device lot number qcmjeh, and no non-conformances related to the reported complaint condition were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2021 and barbed suture was used. It was reported that the fixation feature had been detached in the newly dispensed suture when it was opened for unknown surgery. Another like device was used to complete the surgery. There is no report on patient's injury. Upon evaluation of the returned device, it was noted that the fixation feature was broken during use. Additional information was requested.